Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/21/2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Global transmitter final functional test was performed and the transmitter passed. The customer complaint could not be replicated with the returned transmitter. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.